Event description:
I experienced immediate and severe nausea the first time I used the CPAP mask made by philips respironics. It is a true blue mask size medium. I rinsed out the mask prior to initial use. I am not using the mask, but weeks later it still has the same noxious odor. I am a retired nurse (bsn, msn) and have used CPAP machines for the past 5-6 yrs. I had a similar experience about 5 yrs ago with a new machine. That was resolved by switching out the machine with a different brand. There is something wrong with the components in this mask. I am able to verbalize the problem. Many pts in the hospital are in situations where they are incapable of telling someone about a problem like this. Dates of use: 3 mins. Diagnosis or reason for use: obstructive sleep apnea.